Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the bowel issues and diverticulitis were not really determined to be related to the device/therapy and that it was just a thought the doctor had. Actions taken to resolve the bowel issues and diverticulitis include the patient lowering the settings, taking medication, and a diet change, which kind of resolved the symptoms. It was noted that the patient had a history of bowel or bladder issues and they thought the stimulator had nothing to do with it, and that the event started up again a year ago. It was noted that the patient had their setting too high and that if you had it too high, it scarred your body. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had called the rep with a question on whether their spinal cord stimulator (scs) could affect their bowels. The patient had a hospital stay for diverticulitis and their doctor thought the scs could affect their bowel. They had tried turning off the scs, but they could not stand it because they benefit from their scs. The patient weighs (B)(6). No further complications were reported/anticipated.